Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. Upon examination, it was noted that the health care professional had magnetic resonance imaging (MRI) run on the patient without having device programmed accordingly. There was an alert stating that the implantable cardioverter defibrillator (ICD) was in back up vvi mode. The patient came to the hospital where the back up issue was resolved. The patient was in stable condition.